Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms during bolus and basal delivery. The customer's blood glucose (bg) level was 289 mg/dl and a correction bolus was delivered to address the bg level. A pump system check was performed. The cartridge and infusion set tubing were found to be operating as expected. There was no damage noted to the cannula. The external temperature of the pump changed prior to the alarm as the pump was removed from a pocket. The customer changed the cartridge and infusion set. Insulin deliver was resumed without receiving an occlusion alarm.